Event description:
It was reported that in the picu after the catheter was placed in the pt's internal jugular vein and used to transfuse for nearly two hours, the area around the catheter was found wet. As a result, the catheter was removed and replaced. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of the occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.